Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked during use. The following information was provided by the initial reporter: "leaks".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 22 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. No defects were found on the samples during the visual inspection. All the samples underwent leakage testing and none of them showed any signs of leakage. Bd cannot determine the cause of the failure since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked during use. The following information was provided by the initial reporter: "leaks".